Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during a vitrectomy procedure they were unable to insert the laser probe into the trocar cannula. The case was completed after replacing the laser probe with a new one. There was no harm to the patient.

Manufacturer narrative:
Additional information: no further information was able to be obtained from this customer. However, the probe was sent back for evaluation. The probe was manufactured on may 31, 2016. There were (B)(4) packs associated with this lot. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. A 25 ga illuminated flexible curved laser probe was received for evaluation. A visual assessment of the returned sample was performed on (B)(6) 2017 and showed that the laser probe cannula was found to have a small dent. The laser probe was inserted into a 25 ga trocar cannula, but resistance can be felt near the junction of the cannula and the nitinol tip. The laser probe tip was measured using the 25 ga needle length gauge where the cannula and the nitinol were not found to meet specifications the root cause of the reported event can be attributed to the shorter than specification laser probe cannula. However, how or when the product became nonconforming could not be determined.